Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced neurological degradation, national institutes of health stroke scale (nihss) 6 to 23 after thrombectomy due to m1-m2 re-occlusion that was clinically significant with an onset date of 2023-nov-17. During thrombectomy, a first re-occlusion was observed and treated by angioplasty. No possibility of stent. Modified rankin scale (mrs) score 0, nihss 6. This adverse event (ae) had a causal relationship to the disease under study and was not related to an underlying condition. This ae did not result from a device deficiency. This event did not lead to congenital anomaly, death, hospitalization, or medical intervention and was not considered life-threatening. This event led to disability. The site assessed this event as not related to the study device or procedure. The sponsor assessed this event as possibly related to the study procedure. Refer to manufacturer report 2029214-2024-00128 for related device.

Event description:
Additional information received reported the event was adjudicated to be possibly related to the study procedure, react, and solitaire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.